Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 8 months post implant of this 32mm mitral annuloplasty band, it was explanted and replaced with a 31mm bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that 10 years and 8 months post implant of this 32 mm mitral annuloplasty band, it was explanted and replaced with a 31 mm bioprosthetic valve due to mitral regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.